Event description:
It was reported the pt experienced a shocking or jolting sensation. It was stated that the pt's device was reprogrammed, and the problem was corrected. Therapy was restored and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.